Event description:
Customer reported that she was hospitalized. Customer stated that the up arrow button on the insulin pump was not responding and she called to report it and was advised to revert to back plan. Customer did not have a back up plan and contacted her doctor; the doctor told her to go the emergency room. Customer was treated with insulin drip at the hospital. Blood glucose value at the time of the admission was 292 mg/dl. Customer has been released. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2014-63020 for keypad issue.